Event description:
It was reported that this right ventricular (rv) lead was observed to be exhibiting high out of range shock impedances. The health care professional (hcp) called technical services (ts) and requested an evaluation review of the lead. Ts reviewed the stored impedance trend reports and suspected calcification of the lead due to the observed gradual increase of the shock impedance measurements. Ts recommended that for the physician to perform a commanded shock test for further lead evaluation. At this time, the lead remains in service. No additional adverse patient effects were reported.